Event description:
It was reported from (B)(6) that part of the docking stations on the universal battery charger device did not charge the battery device. It was further reported that the red sign in display lit up. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure. There was no spare device available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the red light emitting diode (led) was illuminated and the charging bay was defective. Therefore, the reported condition was confirmed. It was further observed that the loading bays 2-4 were defective with red led lights. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.